Event description:
The customer reported via phone call that there was a crack near their reservoir compartment. The customer also reported the o-ring was detached from the reservoir compartment. The customer's blood glucose was 271 mg/dl. Customer could not recall how the damage occurred on their insulin pump. Customer also reported experiencing high blood glucose. The customer's blood glucose was 449 mg/dl at the time of incident. The customer did not have any symptoms of high blood glucose. Customer's blood glucose was treated with the insulin pump. The insulin pump will not be returned at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.